Event description:
In 2007 at 1 am, the pt's blood glucose measured 130 mg/dl. At 4 am the pt's blood glucose measured 325 mg/dl and he changed his infusion set. The pt stated that he believes the infusion set was occluded. At 7 am the pt's blood glucose measured 185 mg/dl and he ate and bolused 8 units of insulin through his infusion device. At 12 pm the pt's blood glucose measured 120 mg/dl. No further information is available. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.